Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient with the cobas e411 analyzer. The initial result was 258.00 mui/ml on the customer's e411. The repeated result on an e411 from another lab was 0.500 mui/ml. The questionable result was not reported outside the laboratory. The reagent lot number was 491930. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration trace, qc data, patient data, alarm trace, and preanalytical checklist were requested but not provided. The customer was unable to provide further information, a definite root cause analysis is not possible.